Event description:
It was reported that the donor carer reported there have been a few chloraprep wands that have sharp bits of plastic sticking out of the part that they squeeze and hold while cleaning the donors arm. Verbatim: donor carer reported there have been a few chloraprep wands that have sharp bits of plastic sticking out of the part that they squeeze and hold while cleaning the donors arm. We have had several now, some worse than others. No risk to donor but is a risk to staff. Mostly appears to be one side and where the plastic hasn't been filed down. No injury caused but could have caused cut as sharp.

Manufacturer narrative:
A photo was provided for evaluation. Visual examination of the photo shows the body of the applicator looks to have what they call a "flash" or "gate remnant" in the handle area which verifies the reported issue. These defects are inspected through the raw material and in-process routine inspections. No defects were found during the inspection of the final product lot 1079686 and the supplier lots (1026261, 1026264 and 1026294) of the plastic applicator body. This defect originates in the molding process of the plastic body. The supplier for the body lots has been issued a "supplier notification" for the issues found. As a result, a definitive root cause could not be determined at this time. No further actions are required. This failure will continue to be tracked and trended. H3 other text: see narrative below.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the donor carer reported there have been a few chloraprep wands that have sharp bits of plastic sticking out of the part that they squeeze and hold while cleaning the donors arm. Donor carer reported there have been a few chloraprep wands that have sharp bits of plastic sticking out of the part that they squeeze and hold while cleaning the donors arm. We have had several now, some worse than others. No risk to donor but is a risk to staff. Mostly appears to be one side and where the plastic hasn¿t been filed down. No injury caused but could have caused cut as sharp.